Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 8 / 1.5 / ios_14.7.1.

Event description:
It was reported a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.